Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an (B)(6) patient needing mechanical circulatory support. It was reported that the patient presented with chest pain and experienced a myocardial infarction. The patient was taken to the cath lab and was found to be hypotensive with a reduced ejection fraction and left anterior descending artery (lad) down. The impella cp was placed, and percutaneous coronary intervention (pci) of lad was done without complication. Echo was done and revealed a large clot in the left ventricle. It was reported that the hemodynamics were good. Patient was weaned and the impella removed. Manual pressure was held and a femstop placed after manual pressure.